Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Yes. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Were the donuts inspected? If so, please describe. Unk. Was a complete washer transection confirmed? Unk. Were there any staple formation issues identified? Staples malformed with irregular shape. What is the current patient status? Stable and left from hospital.

Event description:
It was reported: staple malformed. During thoracoscopic radical resection of sigmoid colon cancer operation, the stapler could cut tissue normally, however the staples didn¿t close the tissue which lead to anastomotic tear. The anastomosis was re-anastomosed and intestinal fistula was performed to remedy it.